Manufacturer narrative:
The customer reports that the cns (central monitoring system) had to be restarted due to a software crash. The cns blue screened and came back after a hard reset. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) had to be restarted due to a software crash. The cns blue screened and came back after a hard reset.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the cns (central monitoring system) had to be restarted due to a software crash. The cns blue screened and came back after a hard reset. The product involved in this event has not been returned to date to allow for an analysis to be performed. The unit has been evaluated, tested with the printer, recorder, and bedside monitor and the problem still could not be duplicated. The device was returned to the customer with no repair needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.